Event description:
It was reported that the patient presented in clinic for a follow up. Upon examination, noise oversensing was observed resulting in pacing inhibition on the right ventricular (rv) lead. A lead revision was performed. During the revision, it was noted that the patient had two existing rv leads, a low voltage lead and a high voltage (hv) lead. The low voltage rv lead was causing the noise, so the physician capped the anomalous lead. The pace/sense portion of the existing hv rv lead was then used to resolve the issue. The patients condition was stable. This report reflects information received by FDA in the form of notification per 803.22 (b)(2). No device details are available. Received voluntary anonymous medwatch report, mw5175244.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.